Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and the helix was unable to extend. The ra lead and rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and the helix was unable to extend. Both of the leads exhibited failure to capture and unspecified sensing issue.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture and sensing anomaly. As received, complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.